Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the magnetic field region felt narrow. There was no patient involvement. Additional information was received. It was reported that to further explain the issue, with the emitter so close to the region of interest (normal setting), when the instrument was brought close it did not respond at the location where it normally responds. There was no metallic interference nearby either and the emitter connection itself was having no problems on the screen so it was a situation that made it difficult to use. This was not an inaccuracy issue but the instrument was not responding. Even in narrow situation, if it is within the magnetic field and it responds, it can be used. This issue was mainly caused due to user setting but, when it was tested the same issue occurred so when the component was replaced, it was completely resolved so it was believed that the emitter and the axiem box became faulty over time.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(6), UDI#: (B)(4). H3) the generator was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: correction - h3 and h6. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. Codes c02 and d02 are applicable to this analysis, as well as the previously reported code b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.